Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the user interface pcb assembly.

Event description:
Physio-control received a report from the customer, "unable to access user interface, open device, screen stop self - check mode", thus the device may not be completing the boot-up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. After the device redux kit (system controller pcb and user interface pcb) was replaced, the device passed functional and performance testing and was returned to the customer for use.

Event description:
Physio-control received a report from the customer, "unable to access user interface, open device, screen stop self - check mode", thus the device may not be completing the boot-up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated to the reported event.